Event description:
It was reported that there was no alleged product issue. Trialing was conducted with this patient prior to implant and this was the first device for this indication. However, the patient was having difficulty passing urine post implant with only small amounts voided. The action required prolongation of existing hospitalization. The patient was observed on the evening of (B)(6) 2015 when diagnostic testing, a bladder was scanned was performed. The scan was abnormal and showed 999+ milliliters of urine in the bladder. The patient was in retention and he was then catheterized on (B)(6) 2015. They were unable to discharge the patient until successful trail without the catheter. The patient was referred to urology and re-catheterized as nursing observation noted the failure to pass urine when the first urinary catheter was removed on (B)(6) 2015. The patient was reviewed by a consultant and then had a successful trial without catheter. Nursing observation noted urinary output recorded on fluid balance chart was passing urine without catheter and normal for this patient on (B)(6) 2015. The patient passed urine without concern prior to discharge home on (B)(6) 2015. The location of the issue or symptom was reported as unknown. The cause of the issue was reported as ¿unknown or n/a.¿ however, this was reported as related to the procedure, the severity being moderate, and the outcome was resolved without sequelae on (B)(6) 2015. At the time of the report the patient's status was reported as alive-no injury. The infusion system remains implanted. This device system reportedly delivered morphine sulfate, however, this was being verified due to conflicting information. Should additional information be received a supplemental report will be filed.

Event description:
It was further clarified that the correct serial of the pump was indeed (B)(4). The session data report noted this device system delivered morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).